Event description:
It was reported that during a laparoscopic radical nephrectomy procedure, when the surgeon went to remove the specimen from the pt via the dextrus handport, despite following usual guidelines of opening valve and lubricating hand and sleeve, the iris seal ripped. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.